Event description:
On 4/27/94, the pt was returned to the ICU at 5 pm with pulmonary edema and chf, and was intubated and vented. At 6:20 pm a code was called because the pt was in ventricular fibrillation. The defibrillator was charged to defibrillate to 200, machine indicated charged. Did not discharge to defibrillate, recharged to 200, did not discharge, recharged again to 200 and did discharge and defibrillate pt from ventricular fibrillation to asystole. The nurse who defibrillated pt made clinical assessment that the pt did not receive the discharge energy until the third attempt at defibrillation. Subsequent to this, a second nurse attempted to use the defibrillator and it did not discharge. Changed to another co's pacer/defibrillator to pace using multifunctional electrodes. Resuscitation efforts continued until 7:11 pm when the pt was pronounced dead. The problem was unable to be duplicated by the biomedical engineering dept.